Event description:
The physician stated that some patients have experienced granuloma formation along their incision line approximately three (3) months postoperatively. Surgical removal of the suture was completed for several of the patients.

Manufacturer narrative:
The customer reported the event to an angiotech sales representative ("company representative") who in turn reported the event to the reading facility complaint function. The product part number and lot number are unknown. However, the customer reported the product type as "2-0 pdo" quill. The device was not returned for evaluation. Furthermore, the product part number and lot number are unknown. The device was not returned for evaluation. No product evaluation can be performed.